Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a catheter fracture occurred. The target lesion was located in the renal artery. A 135/10 renegade hi-flo kit was selected for use. During the procedure, the coil was delivered in the proximal end of the renegade micro catheter. However, it was noted that the catheter became fractured about 10 cm from the tip. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a catheter fracture occurred. The target lesion was located in the renal artery. A 135/10 renegade hi-flo kit was selected for use. During the procedure, the coil was delivered in the proximal end of the renegade micro catheter. However, it was noted that the catheter became fractured about 10 cm from the tip. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable. Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was fractured in 1 location. The location of the fracture was 3cm from the hub. The shaft was not completely separated the inner liner was still connected. Per the customer return statement, the fracture was noticed during the procedure when inserting coils into the proximal end. The stretching and the fractures that were noticed on the device are consistent with the device being removed from the shipping tube without being completely hydrated with saline. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.